Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to challenging patient anatomy (cardiac enlargement, progressive annular dilatation). The reported poor imaging is due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 24, a patient presented with grade 4 recurrent functional mitral regurgitation (mr). The patient had a xtw clip placed over a year ago in july of 2023. The mr was recurrent due to progression of heart disease, significantly worsened cardiomyopathy, and cardiac enlargement. Ejection fraction (ef) was 20% due to progressive annular dilatation. A large jet developed both medial and lateral to the existing xtw clip already placed. The intent of a second clip intervention was to bridge the patient for a heart transplant. The first clip (xtw) was placed successfully on the lateral side of the existing clip with significant reduction on the lateral jet. An xt clip was placed to the medial side of the existing clip with success. Leaflet insertion assessment was satisfactory in all views. It was noted that tension was present on the leaflets due to the progressed annular dilatation. After closing the clip, tension was given back on leaflets, and reduction was deemed sufficient. The clip appeared stable and cds was successfully removed from atrium and into guide. Upon inspecting the mr, the clip appeared to wobble. After several more second, a single leaflet device attachment (slda) was observed. The anterior leaflet was detached. The posterior leaflet was still intact with the clip and movement was minimal. The other two clips provided stability to the slda clip and remained stable and unchanged on the leaflets. The mr was initially a reduced to grade 2 and was now grade 2-3. Per the implanter, the slda was due to patient anatomy. The patient is stable and unchanged from the procedure day. Imaging was challenging due to shadowing from multiple clips. There were no adverse patient effects.